Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the (B)(6).

Event description:
Allegedly revised due to implant fracture stem (right).